Manufacturer narrative:
(B) (4): the following info concerning the evaluation of the device is a summary of the info documented by the carefusion failure analysis lab tech. The carefusion failure analysis lab tech evaluated the device and was unable to reproduce the report of "ventilator froze". The carefusion failure analysis lab tech was able to reproduce the report of "[piston] not able to be centered". The carefusion failure analysis lab tech determined that the root of that issue was that the driver displacement indicator (ddi) pcb was out of calibration. The device has been routed to the carefusion service dept for a complete calibration and checkout to ensure that it meets all factory specifications. Once this is completed, the device will be returned to the rental pool ready to be placed back into rental service. The user facility reported that the pt expired due to her illness. Thus, carefusion has determined that the device did not cause nor contribute to the pt's death.

Event description:
The following description of the event and the condition of the pt was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep(s). "Forwarded call from rentals. [Name removed] wanted to report an incident with a 3100a rental vent (B) (4). She explains that this ventilator "froze" and was "not able to be centered". She read the note that accompanied the vent. She told me that the incident occurred on february 14 (night shift). She explained that the rts noticed that the baby (B) (6) desaturated while on ino, 100%, map 36, amp 66, 6hz, and 25 flow. They took the baby off, handbagged with ino and suctioned. They pulled out a large mucous plug and placed the baby back on the ventilator. The doctor increased the settings and that is when they noticed that they were not able to center the piston. The doctors thought the high settings could be the problem, so they asked for a 3100b ventilator. The 3100a rental was sequestered and taken to the respiratory dept. The baby was placed on the 3100b on the same settings that he was on (pre-suction). Although, the 3100b performed as they expected, the baby did not do well. The baby eventually expired on february 15 due to her illness. First I explained to her about the 3100b and how it is only approved for adults and/or pts weighing over 35 kg. She stated that she understood this and didn't know why they would do this. I then explained to her about "ddi drift and distortion". "She had a clinical person listen in to my explanation and how they could tell if the driver was really "changing positions". They both understood and appreciated this info. They requested that I come over to train and re-educate. I explained to her that I will contact [name removed] (and 3100b clinical sales) and request a re-inservice on the 3100 ventilators for their staff and doctors. I also explained about our 24hr support and suggested that the end-users call us whenever they have any questions. They both understood. I explained that this vent will be returned to (B) (4) for evaluation. She reports that this vent can be picked up at [facility name removed]."